Manufacturer narrative:
Section d4 primary UDI number has been updated. Section d4 serial number was corrected.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the low pump flow could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
A4. Weight of the patient is unknown. A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a male patient of unknown age with acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage e, was supported with an impella 5.5 implanted via a right axillary/subclavian surgical arterial approach on (B)(6) 2026 at 13:32. During support, the clinical team reported persistent low pump flow, with the device unable to operate above p4 despite satisfactory device position confirmed by echocardiography and adequate volume status. The patient¿s medical history was notable for peripheral vascular disease/clotting issues and prior tavr. The pump was not repositioned, and the device was not removed due to the reported failure mode. Care was subsequently withdrawn due to the patient¿s overall clinical condition, and the patient expired on (B)(6) 2026. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.